Manufacturer narrative:
Supplemental 1: the conclusion statement should read: this complaint is a reportable event based on the following conclusions: the patient developed and received hcp treatment for symptoms that meet lfs¿ criteria for a serious injury reportable adverse even, with improper use of the meter.  The patient had become symptomatic at the time of  the alleged meter issue ((B)(6)). In addition, there is no evidence that the device malfunctioned as the patient was using the incorrect test strips for the meter.

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) USA, alleging that test strips would not fit into the port of her onetouch verio 2 meter anymore.  The complaint was classified based on the customer service representative (csr) documentation since the patient was unable to be reached by phone for additional information. The patient stated that the alleged meter issue began on (B)(6) 2017.  The patient reportedly manages her diabetes with a combination of oral medication, diet and exercise. The patient denied taking any action regarding her usual diabetes management regimen in response to the meter issue. A "few days" before the meter issue arose the patient stated that she developed the symptom of "dizzy" and developed "blurry vision". At approximately 10.30 am on (B)(6) 2017 the patient received treatment in the form of IV glucose from emergency medical service (ems) personnel. Her blood glucose readings were taken both before and after this treatment on the ems meter with readings of "38 mg/dl" and "200 mg/dl" respectively (exact timings unknown). During troubleshooting the csr was able to confirm that this was the first use of the device and that the patient was using the incorrect test strips for the meter. Products were replaced and requested back for evaluation. This complaint is a reportable event based on the following conclusions:the patient developed and received hcp treatment for symptoms that meet lfs¿ criteria for a serious injury reportable adverse even, with improper use of the meter.  The patient had become symptomatic at the time of  the alleged meter issue (jan 5). In addition, there is no evidence of a delay in treatment as a result of the alleged issue. In addition, there is no evidence that the device malfunctioned as the patient was using the incorrect test strips for the meter.